Event description:
It was reported that customer received an external ram error as well as a spanish software anomaly alarm. Customer's blood glucose level at the time 200mg/dl. Unable to troubleshoot due to the insulin pump being stuck in the rewind sequence. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. Passed self test, a21 test and displacement test. No a09, a17 alarm, rewind anomaly or unexpected restart noted during testing, however a47 alarm was in pump history screen. A47 alarm due to corrupted pump history file. Pump was received with cracked case at display window corner and cracked reservoir tube lip.